Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements which led to a period of asystole of greater than two seconds. Testing of the rv lead did not create any oversensing noise or significant changes in impedance measurements. At this time the rv lead was reprogrammed and revision procedure may be performed soon. The rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and this right ventricular (rv) lead was abandoned and replaced. No additional adverse patient effects were reported.